Event description:
It was reported that the patient experienced ineffective therapy. Impedance check revealed high impedances on the lead. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Additional, lead was added to cover the evolving pain. Effetive therapy was established post op.

Manufacturer narrative:
Date of event, date if implant and Therapy Date (D10 for lead) are estimated. During processing of this incident, attempts were made to obtain complete information. Further information was requested but not received.